Event description:
A 3.5mm diameter x 16mm length ave gfx2 stent was inserted into the circumflax coronary artery and deployed at 14atms. There was no predilation of the target lesion performed prior to insertion of the stent. After deployment of the stent. It was noted that there were dissections both proximal and distal to the stent. Therefore, the physician placed two more stents to cover the dissected areas, one at each end of the first stent. The pt is doing fine, and there is no further info available from the user facility.